Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. During testing, the iesu displayed startup error c34, and a review of the internal generator logs also revealed error c00. The probable root cause of this issue is attributed to a faulty electrical component inside the iesu.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator faulted. Power cycling the erbe did not fix the issue. The site used a 3rd party generator to continue the procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed the logs and saw error 25913 when the customer was using the monopolar dry-cut mode. If the cutting pedal was pressed, the erbe generator would report error code m-11. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.